Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient is being considered for a hip revision at unknown timeframe post implantation due to possible elevated metal ion levels. There are reports of pain and impaired healing. Attempts have been made and no further information has been provided.